Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation while wearing the lifevest. The irritation was reportedly red and on the patient's chest. The patient reported that the affected area was not any worse or better but that the irritation had not spread. The patient reported that the irritation was in the care of a home health nurse.